Event description:
It was reported that patient had battery replacement and high impedance was seen after generator was replaced. The lead was reconnected to the generator and high impedance was still seen. The accessory kit was used and the generator diagnostics showed an acceptable impedance. The lead was connected again and high impedance was observed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Information was received reporting that the initial generator was showing a low battery and impedance could not be checked at that time. The patient's family did not accept replacement of lead and the lead remains implanted. The explanted generator was considered contaminated and cannot be returned, according to the rules in the facility. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.